Event description:
The customer reported a biased result with control fluid for the troponin I assay. Cleaning and recalibration resolved the issue. There was no report of patient harm as a result of this occurrence.